Event description:
The mgr, market development, trauma reported surgeon submitted a presentation, ¿nonunion¿ failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt# 4: male pt, experienced a left femur fracture and was implanted with a femoral nail and four (4) screws. Pt was discovered to have a non-union and was returned to the operating room on an unk date. The hardware was removed and the pt was revised to a plate and screw construct. It cannot be verified if the product is synthes product. This is 1 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.